Manufacturer narrative:
H3: the catheter was returned and analysis identified a break in the catheter. Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 03-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The device was being used to deliver 500 mcg/ml saline (pfns, pbs) at 40.01 mcg/day. It was reported that the patient had symptoms of withdrawal (specific symptoms unknown) approximately one year ago. Environmental/external/patient factors that may have led or contributed to the issue was unknown, it was reported that the patient had medical history of scoliosis. Troubleshooting included a dye study was performed on (B)(6) 2020. The dye study revealed a break in the catheter that resulted in dye pluming near the anchor point of the spinal segment versus at the catheter tip. Actions that were taken to resolve the issue included the patient was scheduled for catheter revision/replacement on (B)(6) 2020. Distal portion of spinal segment was explanted, replaced, and connected to the existing proximal catheter. The issue was resolved at the time of the report. The rep was in possession of the product and it would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.